Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial#: (B)(4), implanted: (B)(6) 2011, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was receiving morphine with concentration 20 mg/ml at a dose rate of 3.57 mg/day via an implantable pump for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient was having withdrawal and overdose symptoms. The issue started around three years ago and they cannot explain why the patient was having these symptoms on and off. The date (B)(6) 2018 is considered an approximate date of event (specific year known only). There were no issues in the pump logs and no volume discrepancies that were seen yet. The healthcare provider planned to perform a catheter dye study in the next few days to see if there's any issues with the catheter. The healthcare provider wanted to know if there were any field actions related to the pump. The healthcare provider stated that they would look at the patient¿s catheter and review if there's any issues. It was further noted that the patient did have symptoms of falling asleep and feeling foggy and in thinking it's was related to the pump.